Event description:
During acromioplasty procedure, the surgeon complained taht rpm's of the burr were running 900-5000 and was slowing case down. The surgeon inidcated that when the puts any torque on it, leaves shards of metal in the joint and acts erratic. The surgeon incurred a delay of one-hour due to having to stop during the case and obtain a different device to complete the procedure. No patient injury or complications were noted.